Event description:
It was reported that the patient experienced nerve stimulation and muscle discomfort. It was also reported that the right atrial (ra) lead had become dislodged, and exhibited unstable thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.